Event description:
The customer reported that two to five mls of slightly blue fluid leaked from the coulter lh 500 hematology analyzer in the area of ff32/ff33 during startup and failed on the plt. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) spoke to the customer via telephone and the customer advised him that the tubing had popped (detached) from fitting at the bottom of the sweep-flow (sf1) going to the rbc bath (bt2). The customer trimmed the tubing and reattached it to the sweep-flow fitting to resolve the issue. The fse was not dispatched to site for this event. (B)(4). Customer was able to resolve leak.